Event description:
Letter received from wheelchair user's husband states his wife was using her power chair when she experienced an uncontrolled and unintended launch. The wheelchair footplate struck the wall and the end user injured her foot.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx3, serial number/date code (B)(4) is approximately six year old. The owner's manual part number 1114809 rev. I (dec-05) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female. However, her age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.